Event description:
Same case as MFR report#: 3005188751-2011-00240. It was reported while performing an atrial fibrillation ablation procedure using a coolpath duo ablation catheter and a livewire spiral hp ep catheter, the pt developed a pericardial effusion that required surgical drainage. The physician performed mapping of the left atrium using the ensite velocity system, a cool path duo ablation catheter and a spiral hp ep catheter. The left superior pulmonary vein was then successfully isolated. The physician then wanted to isolate the right sided pulmonary veins but first decided to recreate the left atrial map due to the catheter requiring repositioning several times. After making the new map, the physician began to place lesions around the right superior pulmonary vein, when the pt became hypotensive. An echocardiogram was performed which revealed a pericardial effusion. A cv surgeon was consulted and the pt was taken to the operating room for draining of the pericardial effusion. The current status of the pt is not known. Add'l info was requested and is not available.

Manufacturer narrative:
The device was not returned for eval. Review of the device history record is not possible as the lot number for the device unk. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.